Manufacturer narrative:
The device is not being returned for evaluation.

Event description:
It was reported that during the surgery, after introducing the central venous catheter (during the procedure), the catheter come undone inside the patient, presenting a risk of her life, and also contributed to a serious risk to the patient and to the institution.